Event description:
A malfunction on the pump was reported, with no notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. To address the issue, technical support provided instructions and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if the issue recurred.